Manufacturer narrative:
(B)(4). The device has been returned for evaluation, however, the evaluation is not yet complete. Once the evaluation is complete, a follow up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device returned for evaluation. No failures or malfunctions were identified that could have caused or contributed to the reported condition. A review of the device's logs revealed no keystrokes, programming, or use related events that would indicate and/or contribute to the reported condition. Review of the device history and service history records revealed no issues that could have caused or contributed to the reported condition. If additional information becomes available, a follow up report will be submitted.

Event description:
The customer contacted baxter's technical service center requesting a swap of a homechoice (hc) due to the patient experiencing a hernia coincident with peritoneal dialysis. The technical service representative (tsr) initiated a swap. The nurse reported that the patient had previous history of umbilical hernia and the patient had a hernia repair last summer. The patient was diagnosed with the current hernia after starting peritoneal dialysis therapy. The nurse stated she was not certain if there was any overfills prior to this recent hernia but the patient did not report any. The patient stated that they drained out completely and there were no alarms on the machine prior to going to the hospital for the hernia. It is unknown if the hernia is related to baxter's device, disposables or solutions. No additional information is available.